Manufacturer narrative:
An event of thrombus on the naviseal was reported. Information from the field indicated that anticoagulation therapy was provided to treat the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant, using small flexnav delivery system. After the valve was advanced, it was noted that the non-abbott guidewire was twisted. At this point, the valve was retracted and removed from the patient. During inspection, a thrombus was noted on the naviseal. The distal end of the flexnav delivery system was noted to be expanded that rendered the system unusable. A replacement navitor and flexnav delivery system were used to complete the procedure. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.